Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information, a supplemental medwatch will be filed. Internal control number: (B)(4) .

Event description:
It was reported that two days following contact lens wear, a patient experienced pain. The patient removed the lens and was examined by her ophthalmologist. The ophthalmologist diagnosed her condition as corneal ulcer. The eye recovered in two days and the patient began to wear her contact lens. The patient again experienced pain and was examined by her ophthalmologist. The ophthalmologist diagnosed the same corneal ulcer. Attempts to obtain follow-up information have been unsuccessful.